Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Factors that may contribute to a fractured stent include, but are not limited to, damaged struts, low radial force, stretched stent, fatigue, or interaction with other devices. During production all xact stents are 100% visually inspected for stent damage (both the internally and externally), 100% dimensionally measured, and 100% radial force tested. There was no damage noted to the stent during the original procedure. A review of the finished device lot history records did not reveal any nonconforming material records for this lot. Additionally, a query of the complaint handling database was performed and there have been no other incidents for stent fracture reported for this lot. A conclusive cause for the stent fracture could not be determined; however, there is no indication to suggest a product quality deficiency.

Event description:
It was reported that approximately fourteen months after the implantation of the xact stent in a calcified left internal carotid artery, the patient was found to have a proximal, grade 1, single strut stent fracture. There were no adverse patient effects reported and no reported intervention. There was no additional information provided.